Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) seven weeks after implant. After examination by the physician, it was confirmed that after inflating the device the fist time, it would not inflate again. A surgical procedure was scheduled. No adverse patient effects were reported.